Event description:
It was reported that following implant, the patient went to have his first refill on (B)(6) 2014. At that time, he was sent immediately to the ER (emergency room) because he didn¿t look well. An ultrasound was performed and they found a pocket around the catheter which was determined to be an infection. As a result, it was decided to remove the device system completely. The patient ended up spending 8 days in the hospital. He reportedly also had gotten meningitis because of the infection. The health care provider¿s (hcp) never said to the patient what the infection had been caused from. The patient had been informed that once the infection was all cleared up, they would go ahead and implant another device system. The patient however received a letter on (B)(6) 2014 stating the hcp was dropping him from their pain clinic and they provided him one last dose of prescription pain medication. Since then, the patient was unable to locate another hcp that was willing to accept him as a patient because of the insurance he had. The pump had given him a quality of life and now he had none. He was bedridden 90 percent of the time. The device system was used to deliver dilaudid at t he time of the event. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n083966, implanted: (B)(6) 2007, product type: accessory; product ID 8709, lot# l57853, implanted: (B)(6) 2000, product type: catheter. (B)(4).